Event description:
The affiliate alleged the customer reported non-reproducible discrepant cancer antigen (ca) 19-9 results, for four patients, involving unicel dxi 800 access immunoassay system. This report refers to patient number two. The elevated result was released out of the laboratory. Subsequent testing produced lower results within a different clinical range. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed high sensitivity (hs) foam/hs no foam test which failed. Hs foam/hs no foam test was repeated four times and all tests passed within specifications. Precision test was performed on all pipettors which conformed to specifications. The fse discovered the wash wheel very dirty with white powder but did not appear to be dried wash buffer. The fse cleaned the wash wheel, and the dispense probe was adjusted. The fse aligned the aspirate probe plate height. All reagent pipettors and sample pipettors were re-aligned. The fse performed four diagnostic tests and all passed within specifications. The unit conformed to the manufacturer's published performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4), 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04145, 04167, 04168.